Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure with 65,358 joules having been used and 13 minutes of time expended, it was noted that the output of the fiber vaporization efficiency decreased and after the procedure the fiber "snapping broke" was noted. The fiber was exchanged, and the procedure was completed utilizing the second fiber (190,345 joules used). There was no patient injury reported due to the event.

Manufacturer narrative:
The lot # for the failed fiber was not provided; therefore device manufacture date and expiration date are unknown.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. *information was received confirming that the device lot number, expiration date, and manufacture date as reported in the initial MDR were correct, the applicable fields have been corrected.